Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that patient was having high watt alarms. The patient presented with an elevated ldh and it was suspected that the patient had a thrombus. When the event occurred, the patient was receiving heparin as anticoagulation with an inr of 1.2. The patient received lysis therapy and the high watt alarm resolved. The ldh levels normalized and the patient remains in the hospital. The medical team does not believe the event is related to the device.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event was confirmed as log file analysis revealed 8 high watt alarms recorded on (B)(6) 2016. There was a rise in power consumption beginning on (B)(6) 2016 to a peak of 6.4 watts, outside the normal operating range. A site report detailed a 3rd harmony in the acoustic measurement which is an indication for thrombus on the rotor. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.